Manufacturer narrative:
On 08/08/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 08/26/2016 software analysis was unable to determine probable cause with the information provided. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in a cranial navigus biopsy procedure, the surgeon could not get the biopsy needle to navigate. The surgeon indicated their work-flow was to lock the navigus locking ring, lock trajectory in the software, which was successful, get a distance-to-target value, and then place the needle into the reducing tube. In trouble-shooting, the surgeon attempted using a different biopsy needle with no change. Then attempted moving the camera to ensure the spheres were in the camera's field of view (fov), however, issue was not resolved. The surgeon was able to perform the biopsy successfully without navigation. Delay in therapy was less than one hour. There was no impact on patient outcome.